Event description:
It was reported that outside of surgery the device does not work. There was no patient involvement. During product evaluation it was discovered that the motor speeds were unstable. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were unstable, the device was out of calibration. The needle bearing and reciprocating arm were worn, the ball bearing and spring seal were damaged, and the control bar was not in the correct position. The motor, sleeve, needle bearing, reciprocating arm, ball bearing, and spring seal were replaced, the control bar was repositioned, and the device was recalibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: belgium.